Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information.the customer reported the device was discarded. The lot number was not identified;therefore, a device history record review could not be performed.

Event description:
It was reported that a physician, trained in the use of the proglide device, attempted arteriotomy closure of a heavily calcified common femoral artery after an interventional procedure. Reportedly, a cuff miss occurred, the physician pulled the plunger back and no suture was attached to it. A second proglide was successfully used to achieve hemostasis. The patient did not experience any adverse effect. Though requested, no additional information was provided.